Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and prime anomaly. Customer's blood glucose level was 124 mg/dl. Customer attempted to fill the reservoir with insulin, the plunger would go back on its own and they would have air bubbles inside the reservoir. Customer advised there were large and small air bubbles inside the reservoir. Customer was advised that replacement reservoirs would be sent out and they agreed to return the products for analysis.